Event description:
It was reported that an ilet user connected a new libre 3 plus sensor yet continued to receive a ¿dosing stops soon¿ alert, and the pump displayed a pairing failed message before later indicating the sensor was in warmup and that readings would appear on the ilet. Symptoms included no adverse health effects. Outcomes included restoration of expected operation after rescanning in the mobile app and confirming warmup on the pump. Investigation included remote troubleshooting and education to review alarm history, verify sensor status in the mobile app, and confirm the pump¿s sensor menu state. Investigation of this case revealed that the initial pairing failed but resolved after rescanning, with the sensor subsequently recognized as started and in warmup, consistent with transient communication or setup sequencing. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction during sensor onboarding that led to temporary pairing failure, which resolved with proper rescan and warmup completion.